Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with recurring incontinence and scrotal discomfort. When the pump is pressed, the cuffs will refill after 15 seconds. The pump becomes hard and causes the pain in the scrotum. There has been no surgical intervention at this time.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.